Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29sep2020.

Event description:
The customer called into technical support (ts) reporting that the device¿s screen turned completely dark and was providing a flow. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer reported that during evaluation in the biomedical room the issue could not be reproduced.

Manufacturer narrative:
G4:22mar2021. B4:02apr2021. The unit was delivering therapy to a patient at the time the reported problem was discovered, however the ventilator was replaced with another one and there was no reported delay, no medical intervention, no harm to the patient or user. The user interface assembly was returned for evaluation. The burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.